Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen had a freezing. The customer¿s blood glucose level was 240 mg/dl. The customer also stated that the buttons are not responding since last night. The customer was assisted with troubleshooting and customer stated that the all buttons are responding. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or frozen screen, button keypad anomaly alarm due to blank display. No damage on keypads during visual inspection. (B)(4).